Event description:
The customer reported a cracked and shattered touchscreen on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer was able to interact with the pump despite the damage. Tandem technical support resolved the issue by arranging a replacement pump with updated software. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.